Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that there was a deionized water leak on the cartridge chemistry system side of the dxc 800 instrument. Customer technical support (cts) assisted the customer with locating the leak. Customer found that one of the reagent probes was leaking and there was liquid on the drip tray and floor. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the wash collar vacuum, waste valve and cuvette wash manifold valve. This resolved the issue and no further leaks were reported.